Event description:
As per the information reported, electrical sparks and a burning smell were observed near the pump's power cord attachment. The device was used with the patient and no injuries were claimed.

Manufacturer narrative:
The device inspection revealed a visible kink in the power cable. Although the external insulation remained intact, internal fractures were found in the copper conductors. Instead of active sparking, crackling sounds and signs of overheating were observed. Electrical testing did not reveal a short circuit; however, intermittent discontinuity was detected in both conducting wires. The diagnosis concluded that the kink had caused internal breakage of the wires. Although the conductors remained insulated, the damage resulted in unstable ac current flow, producing crackling sounds. The power cord was replaced, and the pump subsequently passed the electrical safety test (est). The root cause of the failure is wear and fatigue resulting from prolonged use of the equipment. The flowtron acs900 pump was manufactured in april 2017, and the power cable had not been replaced since. Over time, mechanical stress and repeated handling of the power cable led to internal degradation that was not externally visible. When the power cord is subjected to movement, such as changes in routing or external pulling, the contact state of the fractured internal wires can shift. According to the instructions for use (IFU) for the flowtron acs900 (document (B)(4) rev b), the routine maintenance section advises to ¿check all electrical connections and power cable for signs of excessive wear.¿ this guidance highlights the importance of regular inspection and proactive maintenance every 12 months to detect and address early signs of deterioration. To sum up, the pump did not meet the specification as the power cable was damaged. The device was used with the patient when the failure was observed. The complaint was deemed reportable due to an allegation of sparks coming from the power cord socket. Additional comments: b3. Date of event estimated based on awareness date. D4: UDI: (B)(4). The device is distributed outside the us and no gudid information exists.